Manufacturer narrative:
Model 101-9812, lot 27593135: with all the available information, boston scientific concludes the event of the lobe being bent and not coming out of the cannula was confirmed. The returned cam lobe was significantly bent. The damaged cam lobe suggests that the user likely exerted excessive force while attempting to deploy the implant against a rigid obstruction, spinous process.

Event description:
It was reported that during a superion indirect decompression system implant procedure the physician deployed the implant with little to no resistance. The physician then pulled the implant back out as the device did not fully deploy. It was noted that one lobe was bent, and would not come out of the cannula. The physician removed the cannula system, removed the implant from the inserter and replaced with a new implant. There were no patient complications.

Event description:
It was reported that during a superion indirect decompression system implant procedure the physician deployed the implant with little to no resistance. The physician then pulled the implant back out as the device did not fully deploy. It was noted that one lobe was bent, and would not come out of the cannula. The physician removed the cannula system, removed the implant from the inserter and replaced with a new implant. There were no patient complications.